Manufacturer narrative:
This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker oversensed the minute ventilation (mv) sensor signal on both the right atrial (ra) and right ventricular (rv) leads. The signal artifact monitor (sam) declared two episodes and turned the mv feature off. The patient's leads were non-boston scientific products. The impedances were stable and boston scientific technical services (ts) recommended keeping the mv programmed off. This pacemaker remains in service. No adverse patient effects were reported.